Manufacturer narrative:
Follow up with the customer confirmed they have had no further issues and the problem was resolved by the service actions.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received high elecsys troponin t stat assay results for four patient samples. The customer repeated the samples, recalibrated the assay, and then repeated testing. Sample 1 original result was 0.034 ng/ml and the repeat results were 0.041 ng/ml and 0.015 ng/ml. Sample 2 original result was 0.041 ng/ml and the repeat results were 0.044 ng/ml and 0.019 ng/ml. This patient was an (B)(6) year-old male born on (B)(6) . Sample 3 original result was 0.035 ng/ml and the repeat results were 0.050 ng/ml and 0.022 ng/ml. This patient was a (B)(6) year-old male born on (B)(6) . Patient 4 original result was 0.077 ng/ml and the repeat results were 0.108 ng/ml and 0.077 ng/ml. This patient was an (B)(6) year-old male born on (B)(6) . The samples were sent to another laboratory and the results for patients 1-3 were all <0.01 ng/ml with a data flag. The result for patient 4 was 0.051 mg/ml. The results were reported outside of the laboratory. There was no adverse event. The reagent lot number was 27349701 with an expiration date of 31-oct-2018. The field service representative realigned the tubing, cleaned the probe, and readjusted the photomultiplier voltage. He performed a system volume, cell blank calibration, and precision testing. The customer calibrated and ran qc with all results within customer.